Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The left pulmonary vein was successfully accessed without any issues. The physician then advanced the catheter toward the posterior wall, heading toward the right pulmonary veins. Upon the catheter reaching the flower position in the left superior pulmonary vein (lspv), the physician retracted the wire. The catheter was moved across the roof with two applications performed using intracardiac echocardiography (ice) to access contact with the site. After reaching the right pulmonary veins, the catheter was moved to the left carina. However, at this point, the physician noticed on fluoroscopic imaging that the catheter was in the basket position despite the slider being in the flower position. The catheter was removed, and it was discovered that the inner lumen of the catheter basket was broken. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The left pulmonary vein was successfully accessed without any issues. The physician then advanced the catheter toward the posterior wall, heading toward the right pulmonary veins. Upon the catheter reaching the flower position in the left superior pulmonary vein (lspv), the physician retracted the wire. The catheter was moved across the roof with two applications performed using intracardiac echocardiography (ice) to access contact with the site. After reaching the right pulmonary veins, the catheter was moved to the left carina. However, at this point, the physician noticed on fluoroscopic imaging that the catheter was in the basket position despite the slider being in the flower position. The catheter was removed, and it was discovered that the inner lumen of the catheter basket was broken. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.